Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. The 95% stenosed, de novo, eccentric, and severely calcified lesion was located in the severely tortuous mid left anterior descending (lad) artery. The lesion size was 16mm x 2.25mm with a 90 degree bend. Vascular access was obtained through the femoral artery. The lesion was pre-dilated with an unspecified balloon catheter to 80% stenosis. Upon attempting to insert the taxus liberte 16mm x 2.25mm paclitaxel-eluting coronary stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. After removing the stent delivery system from the patient, it was noted that the middle of the stent was damaged. The procedure was aborted due to lack of a similar device. No patient injuries or complications were reported as a result of the event. The patient's status was reported as stable.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed stent damage. The damage was found on the fourth and fifth row from the proximal end of the stent. Some of the struts were flared outwardly. This type of damage is consistent with the device encountering some form of restriction during the procedure. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). Lesions that are heavily calcified are contraindicated in the taxus liberte dfu. Also lesions involving arterial segments with highly tortuous anatomy are contraindicated in the taxus liberte dfu. It is advised in the taxus liberte dfu, that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.